Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. Moisture damage found on the lcd board. It also had a cracked display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the buttons became unresponsive after the insulin pump was exposed to ocean water. Blood glucose value was 180 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.